Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's blood pressure transducer adapter cable was defective. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) reported that after replacing the defective cable and completing preventative maintenance , the unit passed all functional and safety tests. The failure analysis and testing dept. Received part number 0012-00-1815 blood pressure cable adapter with a reported unit failure of fiber optic test failed during pm. The failure analysis and testing dept. Performed visual inspection of the part received part number: 0012-00-1815 serial number: n/a and found that the fo adapter cable is in good condition. The failure analysis and testing dept department installed the part number 0012-00-1815 ¿in the cardiosave test fixture and tested to factory specifications per¿cardiosave service manual the failure analysis and testing department was able to replicate the failure of fiber optic waveform is not matching the transducer waveform on the display. The failure analysis and testing depart. Verified that the fiber optic cable adapter is defective. Retaining the fo cable adapter in the fat dept. Per procedure.